Manufacturer narrative:
The field service representative (fsr) inspected the instrument, alinity c serial # (B)(6). While troubleshooting the issue service determined the tubing, peristaltic head (rohs)_part number 7-202464-01 was the likely cause due to leaking. The tubing, peristaltic head (rohs) was replaced resolving the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the tubing, peristaltic head (rohs) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier: sid (B)(6) and sid (B)(6).

Event description:
The customer observed falsely elevated results for multiple assays for two patients on the alinity c analyzer, serial number ac03062. The samples were repeated on another alinity c and the results were lower. The results were not released. The following data was provided: (B)(6): initial calcium result = 18.9 repeat result = 7.4. Initial co2 result = 49 repeat result = 20. (B)(6): initial sodium result = 177 repeat result = 137. Initial calcium result = 18.5 repeat result = 9.4. Normal ranges: sodium 137-144 mmol/l, calcium 8.4-10.2 mg/dl, co2 23-32 mmol/l no impact to patient management was reported.